Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broach handle would not lock the broach. The locking mechanism is worn out.

Manufacturer narrative:
The device associated with this report was not returned. Follow up communication for product return was unsuccessful. A complaint database search on the provided product code found similar reports which were attributed to product wear out and or misuse. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.